Event description:
It was reported that during a mitraclip procedure, the epiq cvx ultrasound system and an x8-2t transducer were being used. It was noticed that upon activating 3d zoom, there was a spontaneous displacement of the second scanning plane on the display screen, and the mitraclip disappeared from the field of view. The x8-2t transducer then proceeded to overheat and the image quality sharply deteriorated. The procedure lasted almost 6 hours, with breaks for cooling, washing and adding gel to the transducer. The reported outcome or the procedure was the clip was placed incorrectly. It is unknown the potential consequences of a misplaced clip. Philips has started an investigation, and upon completion, a follow up report will be submitted.

Manufacturer narrative:
Submitting 'correction' type follow-up report to correct section g.1 'manufacturing site'. The correct entry should be: philips ultrasound, bothell wa, USA.